Event description:
Revision surgery for peri prosthetic fracture at about 11 year and 6 months post primary. The reason of bone fracture is unknown.

Manufacturer narrative:
Batch review performed on 31 july 2023: lot 113915: (B)(4) items manufactured and released on 20-dec-2011. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event in the period of review.